Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing and a polarity switch was noted on stored and current electrograms (egm) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.